Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation the charger was unable to power up. The cause for the failure was isolated to a defective power supply unit. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A zoll account coordinator contacted zoll customer support to report that a (B)(6) male pt's battery charger wasn't working. The pt was issued a replacement battery charger/modem.